Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited diaphragmatic oversensing on the right ventricular (rv) channel, resulting in greater than 2 seconds of pacing inhibition for this patient. It was noted that the oversensing was unable to be reproduced. The device sensitivity was reprogrammed to least. It was noted that this would be evaluated in the future when the patient's device replacement occurred. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal connectors of the lead were returned. The df-1 distal leg was severed 2.6 centimeters (cm) from the terminal pin; the df-1 proximal leg was severed 2.6 cm from the terminal pin; the is-1 leg was severed 3.7 cm from the terminal pin. Setscrew marks were noted on all terminal connector pins. Resistance testing was completed to assess the electrical performance of the returned lead segments. Measurements throughout these tests were within normal limits. No other tests were performed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was provided that the patient passed away approximately nine months later. There were no allegations against the lead relating to the patient death. The lead was subsequently explanted and returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.